Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) confirmed the customer comment that an error code was displayed. An analysis also noted that the hanger assembly was broken, a capacitor was damaged on the main printed circuit board (pcb), there was an issue with the backlight due to connector on the main printed circuit board (pcb) and the upper case was broken. All found defective parts were replaced and all other identified issues were resolved. The then device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which returned into service subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.